Event description:
It was reported that when the user scanned a freestyle libre 3 plus sensor with the ilet device, pairing remained in progress for an extended time until the device was restarted and the sensor was rescanned, after which the warm-up countdown initiated and pairing proceeded as expected. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no medical intervention. User support included technical troubleshooting with device restart and user education on completing sensor warm-up prior to expecting glucose data. Investigation of this case revealed a transient pairing failure that resolved after a standard reboot and rescan, consistent with a temporary communication or software handshake issue between the device and sensor. It was concluded, based on previously established findings for similar reports, that the cause was user-system interaction and a temporary, non-recurring device communication issue.

Manufacturer narrative:
Initial.